Manufacturer narrative:
Additional information: sections b.3, d.7, & d.10 the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, and a slice at the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed parylene damage of an electrode wire within the electrode contact pad. This is not believed to be related to the return reason. The reported complaint of decreased performance over time was not verified during the analysis of this device. The device passed the tests performed. However, damage to parylene wire coating was observed on one of the electrode wires within the electrode contact pad. Although no electrode shorts were electrically verified, the damage could have caused low impedance values at these two channels while implanted in the recipient's cochlea. Advanced bionics will continue to monitor for failure modes of this type and will implement corrective actions as necessary. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.